Event description:
Note: this report pertains to one of eight grounding pads used together in the procedure. Refer to MFR reports #3005099803-2008-07168, 3005099803-2008-07169, 3005099803-2008-07167, 3005099803-2008-07171, 3005099803-2008-07172, 3005099803-2008-07173, 3005099803-2008-07174 for the other seven devices. It was reported to boston scientific corporation that during a liver rf ablation procedure, the four patient grounding pads adhered poorly to the patient. The pads were replaced with another set of pads from the same batch (distributed in boxes of 50 count); however, the same issue was noted. According to the complainant, the pads were secured by tape and the procedure was completed successfully. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "good".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.